Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The filter was not returned for evaluation as it remains implanted. It is unknown if patient or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unknown. The IFU (information for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.

Event description:
It was reported that during a procedure to place a vena cava filter, via a femoral approach, the legs of the filter were stuck in the catheter and it was difficult to deploy. The filter was eventually deployed successfully. No injury to the pt was reported.